Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The mother of a customer reported via phone call that the insulin pump act keypad button is not responsive and is stuck. The customer also indicated that the pump will alarm low reservoir. Customer's blood glucose was 246 mg/dl at the time of incident and their blood glucose is low. Troubleshooting found that the drive support cap is protruded from the device and not recessed into the pump. Customer will be contacted for a replacement.

Manufacturer narrative:
The insulin pump was received with loose protruded drive support disk and had with intermittent button response due to moisture damage on the keypad traces; however the insulin pump passed functional testing including the operating currents test, self-test, a21 error test, displacement, rewind, basic occlusion, occlusion, prime and no delivery tests. No unexpected low reservoir alarm noted. The insulin pump had cracked case at the display window corner, cracked battery tube threads, cracked reservoir tube lip and minor scratched display window.